Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device with an 8f sheath after an interventional procedure. The suture was deployed without issue. Reportedly, while advancing the knot, it felt strange; the knot pusher kept advancing the knot and did not stop. The knot and knot pusher eventually came out of the arteriotomy with plaque as there was no vessel damage reported. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. The reported difficulty appear to be related to an interaction of the device with calcified patient anatomy or friable femoral vessel or plaque due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.